Manufacturer narrative:
Initial.

Event description:
It was reported that the patient selected a larger-than-intended meal size on the ilet, leading to a downward glucose trend and subsequent self-treatment with approximately six glucose tablets, after which blood glucose was 248 mg/dl. Symptoms included concern for hypoglycemia without an actual low blood glucose event. Outcomes included transient hyperglycemia that the patient elected to monitor without further assistance or medical intervention. Investigation included troubleshooting and education on appropriate timing and dosing for hypoglycemia treatment. Investigation of this case revealed user error related to incorrect meal announcement size and premature low treatment with oral glucose, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.